Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had control buttons not functioning. The issue was found during set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8,d9,h2,h3,h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: -b30 error -faulty low-voltage differential signaling (lvds) -dust inside the unit - faulty cp board. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to faulty circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.